Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was due to the liner not being locked into the cup correctly during the original surgery.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Initial reporter telephone: (B)(6). There are warnings in the package insert that state that this type of event can occur: under warnings: "prior to seating the liner into the shell component, all surgical debris (tissue fragments, etc.) Must be removed from the interior of the shell component, as debris may inhibit the locking mechanism from.¿

Event description:
It was reported that patient had an initial hip surgery on (B)(6) 2015. Subsequently, the patient was revised on (B)(6) 2015 due to a dislocated liner. During the procedure, it was noted that the liner was clearly out of the cup. The locking ring was intact and it appeared as though the liner had never locked in correctly during the initial surgery. The head, liner, and locking ring were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.